Manufacturer narrative:
One medfusion pump was received in good physical condition with no appearance of any physical damage. The event history log was reviewed and there was a backup audible alarm post error. The power up process was conducted and the backup audible alarm post error was duplicated. The main board did not operate as intended. The main board had a high profile blue tokin cap. The main board was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had system failure, enter main task code and the main board was bad. There was no reported adverse event.